Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the shim was missing bearings resulting in the spacer detaching and contamination hindering the progression and flow of the case. The case was completed with a different device. The surgical technique was utilized. There was no surgical delay. There was no patient harm. Attempts have been made and all available information has been provided.